Event description:
It was reported to boston scientific via an article abstract presented in the 133rd annual meeting of the japanese urological association in 2026 that a retrospective study was conducted to assess the treatment outcomes of rezum water vapor energy therapy to treat benign prostatic hyperplasia in men with complete urinary retention. A total 22 catheter-dependent patients, with mean age of (B)(6) years, were treated with rezum between december 2023 and august 2025 at one institution in japan. Following the procedure, the following complications were reported: 1 patient had gross hematuria, 1 patient had gross hematuria and an urinary tract infection (uti), and 1 patient had an uti. One of the patients with gross hematuria required an emergency transurethral coagulation procedure with bladder irrigation to treat the hematuria. This record addresses the patient with the gross hematuria and uti.

Manufacturer narrative:
(2026). Treatment outcomes of transurethral prostatic water vapor energy therapy (wave) for complete urinary retention: a single-center experience. 133rd annual meeting of the japanese urological association. Pp-05-09.